Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. Fluoroscopy was performed to determine placement in the common femoral artery. The physician advanced the device and felt some resistance, but stated that "it was nothing uncommon". He slightly changed the angle of insertion from 45 degrees to about 30 degrees and continued to advance the device when a "snap" was heard. The handle of the device was removed, but the distal portion of the sheath remained inside of the pt. The groin was reported to have minimal oozing, therefore pressure was held. An unsuccessful attempt was made to locate the tip of the sheath. A vascular surgeon was consulted and the pt was taken to surgery for device removal. The pt was stable after surgery and discharged the following day. The pt returned 10 days later for a scheduled follow up appointment. It was noted that there was some soft tissue swelling and ecchymosis at the arteriotomy site. The physician performed a doppler study in the office and the results were negative for flow obstruction, pseudoaneurysm and a-v fistula. The pt returned home. There was no report of further adverse pt sequelae.